Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and would restart/reboot itself multiple times. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report's were not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, ECG acquisition signal integrity testing and defib testing without duplicating a malfunction to the device. An internal inspection of the device found no discrepancies. The monitor board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.